Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a high blood glucose event the customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that the insulin pump buttons does not work and the blood glucose reading was high. Customer treated with insulin pump and manual injection for the high blood glucose. Customer also reported that the insulin pump was exposed to moisture that could have led to keypad anomaly. Unable to perform self test due to unresponsive keypad. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was received with no button response due to lcd keypad connector unlocked. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. No moisture damage found inside the pump. Pump had cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot, minor scratched display window and stained address/serial number label.